Event description:
It was reported that there were pictures of strange data on the system monitor. It was uncertain what caused that on the system monitor. It was recommended to power off the system monitor and reseat the cable to the system monitor at both ends, then power the system monitor back on.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event, of the system monitor screen display not updating ¿ locking up, was inconclusive as no product was returned. The issue did not occur after the system monitor was restarted. The system monitor was reported to be operating properly after the restart. The customer kept the unit in use. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Tracking information for the system monitor (vsm) was not reported; the serial number of the vsm was not reported. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.